Event description:
It was reported that a user experienced a low blood glucose event during air travel while using the ilet, with a measured glucose of 60 mg/dl and symptoms of feeling low; the user self-treated with oral carbohydrates (applesauce, potato chips, and graham crackers) and glucose increased to 110 mg/dl. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included troubleshooting and user education by support staff and referral for additional training on treatment of hypoglycemia and appropriate use of the ilet during flights, including instruction not to pause the device during lows because the system modulates insulin delivery when glucose is trending down. Investigation of this case revealed no device malfunction reported, with user guidance provided to prevent disruption of algorithm function and to reinforce proper hypoglycemia treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.